Manufacturer narrative:
Correction: this MDR is a duplicate. Any additional information will be reported in MDR 6000034-2020-01005.

Manufacturer narrative:
This report is submitted on june 26 , 2019.

Event description:
It was reported that the patient underwent revision surgery on two separate occasions (date not reported). Additional information has been requested but not made available as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019, it is unknown if the patient was re-implanted with a new device. This report is submitted 9 january 2019.